Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false air in line alarm. The cause was identified to be the ultrasonic sensor upper and lower readings were out of specification. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event.  Evaluation included a visual assessment as well as functional testing.  Evaluation experienced a false upstream occlusion alarm. The cause was identified to be the ultrasonic sensor upper and lower readings were out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a false air in line error and a false upstream occlusion alarm. No additional information is available.